Event description:
Per the clinic, the patient experienced a performance decrement with device use and extrusion of the implant.

Manufacturer narrative:
This report filed (B)(6) 2016.

Manufacturer narrative:
(B)(4). Device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery. This report is filed november 3rd, 2015. Device not yet received by manufacturing.